Manufacturer narrative:
Updated section d9 to yes and entered the device return date to the manufacturer. The device was returned to our us facility on december 13. 2024. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, the doctor was removing bladder tumor and noticed there was a broken piece of the sheath inside of the patient. The broken piece was retrieved from the patient. No harm was caused to the patient.

Manufacturer narrative:
Per investigation by the manufacturing site: the article was manufactured in september 2007, so it can be assumed that it has been used and reprocessed a corresponding number of times. Exposure to cleaning agents, for example, can affect the material properties and change them. In addition, improper handling, e.g. During reprocessing (hitting the tip, etc.), can cause damage. The instructions for use recommend checking the shafts for damage and testing their function before each use. In addition, there is an external marking on the shaft that was not applied by kst. Further examination revealed that the ceramic insert had a different diameter than the shaft. During production, these are ground together in the assembled state. Based on these results, it can be assumed that the article has been repaired by a third party. The cause of the defect can therefore be traced back to the user. This event is filed under internal complaint ID (B)(4).